Event description:
It was reported that a minimum fill notification occurred after the user filled a new cartridge with 170 units of insulin during the load sequence. Reportedly, the customer loaded a new cartridge, and continued to use the pump for insulin therapy. The customer also had manual injection supplies available. Customer¿s blood glucose level was 126 mg/dl.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.